Event description:
There was no patient involved in this event. This device malfunctioned because the red and green status indicators are flashing. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.